Manufacturer narrative:
Analysis confirmed that the universal serial bus (usb) port was broken. It was also found that the power cord bay was broken, and the printer was broken. It was also found that the printer, power supply, upper and lower case, usb plate, analyzer bay, upper display case, and overlay were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's universal serial bus (usb) port was broken. The programmer has been returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.